Event description:
It was reported the pt had lost stimulation in some areas. The sjm representative met with the pt for reprogramming and the pt reported a shocking sensation during the session. The pt subsequently vomited. The sjm representative ceased reprogramming due to the sensation and performed a diagnostic of the lead contacts. All contacts were within normal range, except one contact which was high. The high contact on the lead was not used in the program which the pt reported the sensation. The physician reported the pt had kidney stones, and another session was scheduled. The pt reported shocking again at the second reprogramming session. The pt was able to use her programmer to change between programs without issue. An x-ray revealed the lead may be kinked near the paddle, and a portion of the paddle is seated to the left. The pt was working closely with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.